Manufacturer narrative:
One device was received for evaluation. The device had not been serviced in the past. Visual inspection identified a worn downstream occlusion (dso) and upstream occlusion (uso)seal, missing battery door, and scratched lens. The customer's reported problem was duplicated as they performed a latch lock test in the manufacturing utility and the sensor did not change from latched¿ to both¿. The root cause of the problem was an inoperable latch lock flex sensor. The dso seal and latch lock flex sensor were replaced to solve the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a latch lock sensor failure. There was no patient involvement. Device analysis found a damaged downstream occlusion seal.